Event description:
Catheter is leaking underneath the patient's skin. So, it was removed by complainant.

Manufacturer narrative:
A lot history review (lhr) of huwj1340 showed no other similar product complaint(s) from this lot number. The manufacturer has received the sample and will be evaluated. Results are expected soon.